Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited false detection of atrial fibrillation due to undersensing. Programming changes were made to resolve the issue and the patient experienced no consequences.